Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was 118 mg/dl. Customer stated that the air bubbles were noticed during fill tubing and located at reservoir. Customer stated that the sensor had calibration not accepted alert and change sensor alert. Customer troubleshooting was performed. The reservoir will not be returned for analysis.